Event description:
Infant had a right double lumen femoral line placed. X-ray confirmed central placement. Two days after placement, distal port had tpn running through it. Proximal port was unable to draw back blood (which it had previously). At line change, tpn was changed to the proximal port and distal port was flushing/drawing back blood. One hour later when line was checked, dressing was saturated with tpn and bed was saturated with tpn. Immediately, sterile dressing was taken down. Distal port flushed without incident. When flushing proximal port, it was noted to be leaking at the insertion site at the skin. Four days after initial line placement, it was re-wired and the femoral line was replaced. Proximal port did have a clot in the line.